Event description:
A standard CPAP setup was placed on pt. Within seconds the pt circuit became disconnected as a result of high pressure build up in the circuit. The pt became short of breath, bradycardic and hypotensive. Manual ventilation and CPR initiated. Chest x-ray revealed pneumothorax, chest tubes placed. On inspection of circuit, the peep valve was attached to the exhalation portion of the circuit backwards, so that exhalation could not occur. This resulted in a rapid build up of very high pressure in the circuit, which directly caused the tension pneumothorax. The exhalation port of this device should not accept standard adapters (15/22mm) for attachment to tubings etc., for use in respiratory therapy equipment. Strongly recommended that the exhalation port be modified to not accept standard connections of resp. Devices.